Event description:
Per the clinic, the patient experienced discomfort with the implanted device. It was reported that the patient underwent a revision surgery on (B)(6) 2025 in order to convert the patient to a transcutaneous osia implant system. During the procedure, the implant magnet was removed and an osia implant was placed on the internal fixture. Additional information has been requested but has not been made available as of the date of this report.